Manufacturer narrative:
Corrected data, h6 (component, type of investigation, investigation findings and investigation conclusion). Per report, the patient was stable at the end of procedure. The device was not returned for evaluation, as it was discarded by the facility. Imagery was provided by complaint site and revealed the following: patient had calcification on the left side and some tortuosity. As no lot number was provided, a device history records (DHR) and a lot history review were unable to be performed. The instructions for use (IFU) and training manuals were reviewed, and no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the lot number not being provided, the effective revisions of the manufacturing procedure documents at the time of complaint occurrence were referenced. The inspections and tests are representative of the processes that the sheath would have undergone during manufacturing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint was unable to be confirmed, as neither the complaint device nor applicable procedural imagery was provided for the evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. Additionally, as work order information was not provided, reviews of the DHR and lot history were not able to be performed. However, review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As a reported 'a 14fr esheath was successfully inserted into the left iliofemoral artery. Heavy resistance was met as they inserted the valve. The implanter was instructed to obtain the straightest path possible as the valve advanced. The team attempted to walk sheath slightly back to obtain a more favorable angle. As the system continued to be pushed, they were able to advance through sheath however it was noticed that a single valve strut was bent backwards on the calcified area.' Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Based on 3mensio imagery, the patient had calcification and tortuosity present on the left side. Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system advancement through the sheath, leading to non-coaxial interaction between the delivery system and sheath. The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. A CAPA, was previously initiated to investigate and address high push force issues observed on the s3u, commander, esheath platform. Investigation indicated that patient and or procedural factors (access vessel tortuosity, calcification, mld, degree of device insertion), in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the esheath, preventing further advancement. The complaint for 'difficulty advancing through sheath' was unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information suggests that patient factors (calcification and tortuosity) may have contributed to the reported event. No labeling/IFU deficiencies were identified at this time. However, the product risk assessment (pra) captures product risk assessment for the issue. Additionally, the corrective action preventive action (CAPA) investigates and drives potential corrective action for high push force seen on the s3u/commander/esheath platform. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. The complaint was as unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU deficiencies were identified at this time. However, a product risk assessment and a CAPA were previously initiated to capture the investigation and drive potential corrective action this type of event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was difficulty inserting the delivery system and valve into the 14fr esheath. A left iliac artery perforation was found upon removal of the esheath which was repaired with a covered stent. Per report, a 14fr esheath was successfully inserted into the left iliofemoral artery. Heavy resistance was met as they inserted the valve. The implanter was instructed to obtain the straightest path possible as the valve advanced. The team attempted to walk sheath slightly back to obtain a more favorable angle. As the system continued to be pushed they were able to advance through sheath however it was noticed that a single valve strut was bent backwards on the calcified area. Since the system was now in the aorta it was decided to complete valve alignment and deploy the valve in the aortic annulus. The team successfully deployed the 26mm sapien 3 ultra without complication and a post gradient of 4 mmhg. The esheath was backed partially out for an aortogram, which showed a small perforation in the left external iliac artery. A covered stent was then deployed at the injury site and hemostasis was achieved. Patient was reported to be doing great post procedure.